Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. It was noted that the high threshold lead to premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.